Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found that there was difficulty removing the stylet from the right atrial (ra) lead. The stylet had also failed to advance into the ra lead upon reinsertion. The physician elected to remove and replace the ra lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section d9: device available for evaluation is corrected from no to yes. Correction: section h3: justification for unavailable evaluation selected.

Manufacturer narrative:
The reported events of failure to advance stylet and difficult to remove stylet from lead were confirmed as received, a complete lead was returned in one piece with helix found retracted clogged with blood. The stylet used in the field was not returned with the lead. X-ray examination found over torqued inner coil at the connector region of the lead. This resulted in the inability to insert/remove the stylet during testing. The cause of the reported events was isolated to the over torqued of the inner coil consistent with procedural damage.